Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (can connection status) has been confirmed. Upon investigation, the monitor failed to baseline. The cause for the failure was due to a lack of output at the u612 processor. The root cause of the lack of output could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. There was no death or adverse event associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.